Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while running. The patient was hospitalized and the data was sent to technical services (ts) for review. Upon review, ts noted that the r-wave amplitude was reduced, the heart rate was elevated and t-wave oversensing occurred leading to the inappropriate therapy. Ts suggested additional troubleshooting and programming options. The patient was discharged with no troubleshooting or programming changes made. The patient was given instructions to follow-up at their clinic. The s-ICD remains in service and no other adverse effects were reported.